Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6, -09.00 diopter, implantable collamer lens into the patients left eye (os) on (B)(6) 2019. Low vault was observed, and the lens remains implanted. The reporter stated " the vault was 277 micrometers one week after surgery (B)(6) 2019), but after that the vault decreased." Surgeon continues to monitor the patient and is considering explantation or exchange depending on the situation." There is no problem with the patients condition so far. Cause of this event is reported as unknown. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Corrected date of birth in initial MDR. UDI number corrected to n/a from unk. Claim#: (B)(4).